Event description:
It was reported that there was a confirmed flipped device. The location of the issue was the device pocket. Patient symptoms included pain. The patient had some discomfort with the flipping. A revision occurred; the doctor took the flipped battery and moved it to the left side. He also sutured it down to try and minimize the possibility of it happening again. The patient has the same ipg on the left side and lead 3093-28 - (B)(4) on her left side. The patient appeared to have lost a lot of weight and caused for loose skin and butt. The doctor believed this to be the cause. Patient status at time of the reporting was alive - no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-28 lot# v706821, implanted: 2011 (B)(6); product type lead product ID 3037 lot# serial# (B)(4); product type programmer, patient product ID 3095-10 lot# serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3093-28 lot# va0938x; product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the stimulator had moved closer to the hip prior to revision.